Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: e2, e3, g2, h3 and h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation the root cause could not be identified; however, it is likely that all lights in the front of the unit were blinking due to the shaft located in the 12 o¿clock position. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source front panel had blinking lights. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The device was not returned. While speaking with the olympus technical assistance center (tac), the customer mentioned lights were blinking in front of the unit. Tac advised the customer about the 12 o'clock shaft being half way in, and assisted the customer to dislodge it, and explained to the customer that the shaft is what activates and deactivate some of the features based upon the depth of the shaft. Tac provided steps on how to dislodge and position the shaft in order to get the device working again. The issue was addressed by dislodging the 12 o'clock positioning shaft. Should additional relevant information become available, a supplemental report will be submitted.